Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly and alarmed failed battery test. The customer's blood glucose was 109 mg/dl. The customer stated that he was programming a bolus and the buttons stopped working. He reached the screen for dosage and could not garner a response from the act button. He removed and reinserted that battery, and upon reinserting the battery, the insulin pump alarmed failed battery test. He reported that he was still unable to get the buttons to respond. He reported that he had left the insulin pump in the car while he had gone kayaking, stating that the insulin pump may have gotten warm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump has normal operating currents and no unexpected any battery alarm during testing noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.